Event description:
It was reported that during tympanoplasty, electric conduction failure of the blue electrode. Other than blue, it can be used. Even if stimulated, there were no recognition. No waveform displayed on the monitor and no error code displayed. There was no procedure delay and the procedure was completed with the backup products. There was no patient impact.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3: product analysis found visually, there was no external damage in the construction of the device. Electrically, the resistance from end to end shall be less than 2.0 ohms and the actual measurements were 1.7 ohms in one electrode and the other electrode had no reading (open circuit) which was out of specification. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.